Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/03/2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. (B)(6) device pairing test was performed and the transmitter passed as the transmitter log was able to be downloaded. Global transmitter final functional test was performed and the transmitter passed. The reported fault could not be reproduced with the transmitter. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.